Event description:
It was reported the resection electrode, had the intraoperative breakage of the loop electrode. The issue was found during a therapeutic procedure. The intended procedure was completed with the same device. There were no reports of patient injury or harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: the reported event is caused by a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.